Manufacturer narrative:
Mentor received an update to the events submitted in the previous reports. The lot number, expiration date, and manufacture date have been updated on this supplemental report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12/17/2019, the product investigation was completed. Device investigation summary: during visual evaluation of the sample, an area of siltex cracking was observed in the posterior view. Within the siltex cracking, a rupture was noted measuring approximately 2.0 cm. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: previously planned removal and replacement procedure. The ruptures were only discovered intraoperatively. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with 225cc mentor memorygel breast implants. During a removal and replacement surgery on (B)(6) 2019, the surgeon identified bilateral ruptures. The devices were removed as planned and replaced with mentor smooth round moderate profile saline breast implants (left-sided size 250cc, left-sided catalog number 3501635, left-sided serial number (B)(4); right-sided size 275cc, right-sided catalog number 3501640, right-sided serial number (B)(4)). This report is for the patient's right-sided device.